Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he was unable to duplicate the reported issue. The biomedical engineer also confirmed that there was no service indicator present nor were there any event codes in the memory. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The electronic patient record from the event was sent to physio for review. Physio confirmed that one (1) shock of 200 joules was successfully delivered to the patient. Physio also observed that a charge was initiated for the second shock but did not complete the charge cycle. As a result the charge was removed; the cause of which could not be conclusively determined. A clinical review of the file was performed and it was determined that the device use did not contribute to the outcome of the patient. The patient's family was on scene and requested that medical personnel discontinue care, which they did. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device did not deliver a shock when prompted during an event. The customer further advised that medical personnel had provided one shock to the patient (later confirmed to be 200 joules). During the second attempt to shock, the device did not deliver the energy. The family of the patient then requested that medical personnel discontinue their resuscitation efforts. The patient did not survive the event.